Event description:
It was reported that the purulence was noted in the lead during a generator lead explant surgery. No additional information has been received to date.

Manufacturer narrative:
Describe event or problem , corrected data: initial report inadvertently did not include that the return of the patient¿s device isn¿t expected. If follow-up, what type, corrected data: follow up report #1 did not check the additional information and the correction boxes. Evaluation codes (refer to coding manual) , corrected data: initial report inadvertently did not include that product was not returned.

Event description:
The explanting facility historically does not return explanted products so device return is not expected.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include information on manufacturing record review evaluation codes (refer to coding manual), corrected data: initial report inadvertently did not include coding on manufacturing record review.

Event description:
A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution.